Manufacturer narrative:
The commander delivery system was received with the loader cap assembly on the flex shaft. The delivery system was returned locked with 100% fine adjustment used and the flex indicator in the straight position. Residual fluid remained in the balloon. During visual inspection, the balloon was found to have a pinhole at approximately 11cm from the tip. Minor flex tip gouges were observed. Engineering was able to perform full valve alignment by pulling the balloon shaft back, locking the device, and rotating the fine adjust wheel. No resistance was observed during gross alignment. Full fine adjust and flex were able to be achieved without issues. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to leakage/damage and be indicative of a manufacturing non-conformance. Measured components met the specifications. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed, of those similar events discovered, one event is still pending evaluation and the other was unable to be confirmed. The IFU, device preparation manual, and procedural training manual were reviewed. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Maintain guidewire position in the left ventricle during valve alignment. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: 1. Move to a different straight section of the aorta (for diving only). 2. If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. 3. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The gross valve alignment difficult was unable to be confirmed. The balloon leak, however, was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'it was found significant tension in the delivery system. As an action, the balloon catheter was unlocked and manipulated by pushing it forward slightly, given a one quarter rotation before pulling it back to the pusher and then trying to position the valve on the balloon. This worked and there was no more tension in the delivery system than usual when positioning the valve. The patient presented mild degree of tortuosity and calcification.' Potential sources of high alignment forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a tortuous (non-straight section) vasculature can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. The gouges observed on the flex tip are indicative of valve diving. If the thv is unseated from the flex tip during alignment, it can result in higher than normal alignment forces creating high tension in the system which can consequentially lead to the reported gross alignment difficulties. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' The tortuous vasculature could have contributed to the experienced difficulty during valve adjustment ultimately leading to the need to 'reset' the system by repositioning to a straight section of the vasculature and relieving tension. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (high alignment forces, tension build up) contributed to the reported event. As reported in the case notes, there was nothing unusual during device preparation, indicating that the device has no issue out of the box. It is likely that the balloon damage occurred during use. The reported leak was confirmed on the crimp balloon as a pinhole leak. Patient had calcification present through the aorta. Calcification can present a challenging condition for the balloon during tracking through the system. Calcific nodules can interact with the balloon and compromise the balloon structure. Furthermore, high alignment forces can weaken the crimp balloon material making it more prone to leakage or damage. As difficulties with valve alignment were observed, it is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (high alignment forces) contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr procedure, when trying to position the 29mm sapien 3 valve onto the balloon in the descending aorta, significant tension in the delivery system was observed. The balloon catheter was unlocked and manipulated by pushing it forward slightly, giving a one quarter rotation before pulling it back to the pusher and then trying to position the valve on the balloon. This worked and there was no more tension in the delivery system when positioning the valve. The valve was positioned correctly on the balloon and then the system was pushed over the aortic arch and across the aortic annulus. A successful deployment was achieved, the valve was in good position and looked fully expanded. During balloon deflation blood was observed entering the inflator. It was assumed that a balloon rupture had occurred. Care was taken when removing the delivery system into the sheath. The patient did not suffer any injury when removing the delivery system. After removal, the delivery system was inspected, and rather than a rupture there was a small puncture on the balloon shaft at the level of the middle radiopaque band on the triple marker. The patient had a good result with no injury. The delivery system was kept for evaluation.